Manufacturer narrative:
Requests were emailed to the third party investigator to acquire additional information regarding the disease progression, device identification, patient medical details and event dates. No additional information has been provided. A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The patient also had the devices explanted on a later date, this is captured in two other reports (manufacturer report number 3007284313-2024-03330, and 3013164176-2024-02132). Corrected h6: added type of investigation codes b13 and b22. Exchanged b17 to b20 (as for the current event, the devices are still implanted). Updated investigation findings code to c20, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable.

Manufacturer narrative:
B3: the exact date of event is unknown. January 1, 2016 was selected as date of event (as it was reported to be approximately 5 years post-implant from year 2011). The patient also had the devices explanted on a later date, this is captured in another report (manufacturer report number currently not provided). H3 other code, h6 code b15 and b17: the medical device was explanted a few years after this incident and the hospital sent the explant to a third party investigator for investigation. Scope and results of the investigation were summarized and a level 1 explant report was provided to gore. Gore explant experts are evaluating the provided report. Requests were emailed to the third party investigator to acquire additional information regarding the disease progression, patient medical details and event dates. The answer is pending. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore (thought a gepromed level 1 macroscopic analysis for explanted grafts 23-166) that a gore® excluder® aaa endoprosthesis was implanted on an unknown date in 2011, in order to treat an abdominal aortic aneurysm (size unknown). Growth of the aneurysm sac was visualized 5 years after the initial procedure. A proximal cuff was implanted since a type I endoleak was suspected.

Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis were implanted on an unknown date in 2011, in order to treat an abdominal aortic aneurysm (size unknown). Growth of the aneurysm sac was visualized 5 years after the initial procedure. A proximal cuff was implanted since a type I endoleak was suspected.

Manufacturer narrative:
D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® iliac branch endoprosthesis (sn unknown). Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Update b5. Corrected h6: remove type of investigation code b20 as it was inadvertently entered. Add b17. Updated investigation findings code to c19, code c20 was inadvertently entered and should be removed.